Event description:
The customer reported the display was blank.

Manufacturer narrative:
The customer reported the display was blank. The unit was evaluated at philips, and the reported symptom was duplicated. Reseating a connector resolved the reported issue. The unit was tested and shipped back to the customer. We consider this failure to have been caused by an incomplete electrical connection.